Manufacturer narrative:
Investigation is pending.

Event description:
The following information was reported via a telephone call on (B)(6) 2016. For the past three (3) months issues with discrepancies have been occurring with multiple lots; however the lot numbers and previous correlations were unable to be provided. On (B)(6) 2016, a patient was admitted to a rehabilitation facility for a foot injury. An unspecified point of care (poc) inr was 8.1 and coumadin was put on hold for five (5) days per physician instruction. The therapeutic range was 2.5 - 3.5. On (B)(6) 2016, the inr was retested on the alternate poc and the result was 4.2. Within an hour, a test was performed on the inratio device and the inr result was 1.3. There was no laboratory inr performed. The coumadin remained on hold for a total of five (5) days and then resumed at the patient's previous dose of 10mg daily. The patient was discharged from the rehabilitation facility on (B)(6) 2016. There was no additional information provided.

Manufacturer narrative:
Additional manufacturer narrative: the meter associated with the complaint was returned for investigation, however, the customer's test strips were not returned. The complaint was not confirmed during in-house testing of the returned meter and retained strips and no product deficiencies were observed. Curve analysis found no issues. The system performed as expected. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation/conclusion: as of (B)(6) 2016, the product was not returned for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house strip testing on the reported strip lot met accuracy criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Further investigation performed under CAPA-(B)(4) which was initiated to investigate highly discrepant results.